Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that the customer noticed separation at some of the connections on their custom tubing pack. They have zip tied all the connectors. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer noticed separation at some of the connections on their custom tubing pack. They have zip tied all the connectors. There was no patient harm, or adverse event reported.